Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 85% to 35% suddenly. Following the battery drop the pump was unable to charged despite the attempt of multiple usb cables and wall adapters. Customer reported blood glucose (bg) level was 194 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.